Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse verified performance of the wash station, luminometer, and adjusted the position of the aspiration probes. The cause of the discordant was not identified and the discordant result may be attributed to specimen collection and handling. The instruction for use under the summary and explanation of the test section states the following: "always analyze tni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of myocardial infarction (mi). In accord with published recommendations, serial testing of tni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single tni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with tni results in aiding the diagnosis of mi." No conclusion can be drawn.

Event description:
A false positive advia centaur xp troponin ultra result was obtained by the customer on a serial patient sample draw and considered discordant when compared to a negative troponin result on a follow up sample draw. The physician questioned the result and both samples were repeated on another centaur system and the results were negative. The patient was admitted to the intensive care unit for observation. There was no known report of patient treatment being altered or adverse health consequences due to the discordant troponin ultra result.